Event description:
Three separate events occurred in a three week period in late fall of 2010. (1) little black flecks floated to the top of a sterile cup.(2) black flecks were noted in the sterile tray (2 more packs were opened - paper, plastic and black flecks were observed in each sterile tray).(3) black flecks noted in the small sterile bowl.